Manufacturer narrative:
Investigation results: visual investigation: investigation was carried out visually and microscopically. Visually, no deviation can be found at the components of the applier. The distal end of the cartridge is broken off, the sliding sheet is bent. Only one clip remained in the cartridge. A functional test was carried out successfully. The measurement of the jaws dimensions showed that they were no longer according the specification. These deviations were most likely caused by an overload situation, probably bending, during handling or reprocessing due to this deviations, a proper function auf the applier can not be guaranteed at all times. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. It is assumed that the failure occured due to an overload situation which caused the breakage of the jaw. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a ligating clips m/l 12/box (part # pl569t) was used during an unknown procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clips fell in situ. Reportedlym, after the third or fourth clip had been placed, the complete magazine suddenly detached into the abdominal cavity and had to be retrieved. The complaint device was returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4). Involved components: pl510r - handle f/pl506r & pl508r - lot unknown. Pl536r - shaft compl.d:10mm l:370mm - lot 62424289.